Event description:
The caller alleged discrepant results when compared with the lab results. The results are as follows: date: 2008, inratio: 1.7, lab: 4.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.7, lab: 4.6, mean: 3.15, confident limits: 1.9-4.6. As per internal procedure, if the inratio and lab values are within the confident limits. The product will not be investigated.